Manufacturer narrative:
Results: there is a flat spot 0.5 cm from the distal tip. There is a crumpled section between 9.3 and 10 cm from the distal tip. A 0.053" mandrel was introduced into the hub and advanced distally. The mandrel advanced without resistance until it was 10 cm from the distal tip where the friction increased sharply and advancing was impossible. The catheter is non-functional. Conclusion: the flat spot may have captured the separator bulb when it was withdrawn. If the physician then continued to pull on the separator against resistance the core wire of the separator may have broken. The penumbra sales rep attempted to get add'l info regarding the case, but the physician was unwilling to discuss it further.

Event description:
The physician was using a penumbra sys reperfusion catheter 054 and separator 054 to clear a hard clot. She was able to open up the carotid t to the m1. The physician attempted to remove the separator, met resistance and continued to pull until the separator wire unraveled. There was no significant vessel tortuosity noted. The penumbra sales rep spoke with the physician and reminded her to pull the reperfusion catheter and separator out as a unit if resistance is met, and never pull forcibly on the separator. This MDR is associated with mdrs 3005168196-2011-00134 through 3005168196-2011-00138.